Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0980 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported fluids leak through catheter hub with needleless connector or IV set attached. Patient required catheter exchange. It was reported this occurred with four devices. This report addresses the third device.